Event description:
The customer reported that the system's left monitor would go black. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The boards and connecters were reseated during the service call. The interconnect cable, and the image processor and video controller printed circuit boards were replaced. The system was tested and found to be working as intended and put back into service.